Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged pitch cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, after the permanent cautery spatula instrument was inserted, the instrument could not be recognized. The procedure was completed with no patient harm.